Event description:
It was reported that the catheter fractured. A rotapro 1.50mm was selected for treatment of the target lesion. After unpacking the device, it was noted that the catheter was fractured. Another device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
E1 initial reporter address: (B)(6).